Event description:
This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor)indicating that the display was not clear. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device's display was not clear. Onsite evaluation performed, upon inspection, the screen panel/bezel was aged. The lcd (liquid crystal display) was functional with no issues noted. The bezel was replaced. Device is fully functional and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was aged bezel. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018.